Event description:
Report states that a pt with a prior history of type 2 diabetes, severe end organ dysfunction, and end-stage renal disease (treated with continuous ambulatory peritoneal dialysis, using a dialysate containing icodextrin - a labeled interferent for sensor test strips), was admitted to the medical intensive care unit. One day prior to pt's admittance, she presented to the ER with weakness and lethargy. The subsequent physical examination, chest and abdominal x-rays, and laboratory work up, were determined to be normal, and she was discharged. The following day, pt reportedly returned to the facility with generalized seizure and stupor. Upon admission, pt's blood glucose reportedly measured 139 mg/dl on an accutrend sensor system. A concomitant laboratory test reported pt's blood glucose as 39 mg/dl. Head computed tomography scan was normal and a lumbar puncture revealed all variables to be within normal range, with the exception of glucose level (37 mg%). At this time, pt was reportedly started on an intravenous glucose solution. Although pt's blood glucose levels subsequently normalized, she did not regain consciousness. An additional head CT, performed 2 days later found diffuse bilateral cerebral cytotoxic edema that was not present on the prior scan. The pt reportedly remained in a vegetative state and expired 21 days later. The sensor strips were not returned to the manufacturer for evaluation.

Manufacturer narrative:
Although not explicitly stated in the journal article, the event is presumed to have occurred in a foreign country.